Event description:
(B)(4): it was reported that the patient was in the hospital for a myasthenia crisis. The patient had a foley catheter placed and experienced bladder spasms. The reporter hit the off button the programmer, but wanted to verify that stimulation was off. No lights on the programmer were on and the reporter had not changed batteries in ¿like 6 years.¿ the reporter was going to replace the 9v battery. (B)(4): it was later reported that the patient had a loss of therapeutic effect. The patient was urinating normally until last week. The patient had been experiencing bladder pain and spasms for about a week. The reporter suspected that the implantable neurostimulator (ins) was depleted. The patient programmer also did not light up, as it had not been used in a long time. The patient was currently admitted to the hospital due to the urinary issue.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3093-28, lot # v102336, implanted: (B)(6) 2008, product type lead. (B)(4).